Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of december 6, 2019, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The explanting physician is: dr. (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2330 - captures the reportable event of debilitating pain. E2401 - captures the reportable event of bladder pressure symptoms. E2006 - captures the reportable event of mesh erosion. The following imdrf impact code captures the reportable event of: f1903 - captures the reportable event of removal of mesh. F1202 - captures the reportable event of patient being permanent injured. F12 - captures the reportable event of patient being seriously injured.

Event description:
It was reported that the patient had an upsylon y-mesh implanted on (B)(6) 2019, during a laparoscopic supracervical hysterectomy, bilateral salpingectomy, robotic sacral colpopexy, posterior repair, cystoscopy, and suture rectopexy for stage ii pelvic organ prolapse. Following surgery, the patient developed complications, including severe pain and recurrent bladder pressure symptoms that worsened over five years. On (B)(6) 2024, diagnostic imaging and cystoscopy revealed mesh erosion into the bladder wall. This required major revision surgery on (B)(6) 2025, involving complete mesh removal, robotic left ureterolysis, and trachelectomy. According to the patient's attorney, the patient has sustained permanent and serious injuries.